Event description:
A sample from a patient diagnosed with acute leukemia was tested in 4/06 using a cell-dyn 3200 sl analyzer generating a hemoglobin result of 8.99 g/dl. In the next day another sample was tested multiple times generating the following hemoglobin results; 7.83, 7.65, 8.42, nad 8.41 g/dl when using a cell-dyn 3200 sl analyzer. This sample was also tested using another cd3200, yielding 9.09 and 9.02 g/dl results. The sample was also tested using a bayer advia analyzer generating a hemoglobin of 8.7 g/dl. The patient was transfused with 2 units of blood in the same day. In 2 days later he patient was tested using a fresh sample, yielding a hemoglobin of 9.99 g/dl. It is unknown if hemoglobin imprecision impacted patient management.